Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: local reaction. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent breast reconstructions with two 750cc mentor memorygel breast implants. Post-operatively, the patient initially developed left breast swelling, aching and discomfort. The patient was eventually diagnosed, via MRI on (B)(6) 2024, with right breast edematous changes, left axillary lymph nodes, left breast implant rupture, and left breast capsular contracture. As a result, the patient underwent breast implant removal and replacement surgery on (B)(6) 2025. The replacement devices were non-mentor implants. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.